Manufacturer narrative:
A philips remote service engineer (rse) assisted the biomed, who identified the speaker was unplugged. The biomed plugged the speaker back in and the issue was resolved. The device was confirmed to be operating per specifications and no failure was identified.

Event description:
Philips received a complaint on the patient information center ix indicating that the speaker alarm isn't working for most of the day. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.